Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company to report a product complaint, concerns a male patient of unspecified age. Relevant medical history and concomitant medications were not provided. The patient was taking an unspecified medication through a humapen memoir burgundy device for treatment of an unknown indication beginning on an unknown date. In 2008, it was reported that the display on his humapen memoir device (lot 0612c01) would only partially work and that he could see parts of some numbers and that the display crystal seemed to be broken. This humapen memoir device was associated with lot number cid00608954. The patient was the operator of the device. It was unknown if the patient was trained user. The patient had used this device model for approximately 11 months since 2007. It was unknown if the use of the humapen memoir device continued. The device would not be returned as the device was discarded. Further information will be added when received. Update 25-jun-2008: the initial date for case was entered incorrectly and regulatory reports scheduled before it could be amended. Therefore, case will be deleted from the database. All information from case has been captured in this case. Update 26-jun-2008: upon quality review, updated preliminary comments. No other changes made.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.